Event description:
It was reported, foreign material present in device (piece of dust cap in luer hub of safe step).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in device is confirmed and was determined to be supplier related. One 19g x 0.75 in safestep infusion set was returned for evaluation. An initial visual observation revealed no use residue on the sample. The dust cap was attached to luer hub. A microscopic observation revealed a white material in the luer hub. The dust cap was observed to have a torn stem. The damage on the stem appeared to have the same size and shape as the piece of white material found in the luer hub. The damage observed on the returned sample suggests the dust cap may have been damaged during an automated manufacturing process. The supplier has been notified of this event and corrective actions have been implemented. This complaint will be recorded for future trending and monitoring purposes.